Event description:
Machine did not come up to condutivity; multiple alarm codes; autocalibration failed; concentrate type error #40; recalibrated machine for brief period then machine started to alarm again.